Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of three reports involving duragen plus dural regeneration matrix (dp5033) [same product lot number used by the same user facility, similar adverse event experienced, different pts]. The pt had surgery (unspecified) on (B)(6) 2011. It was reported that the pt had an infection. On (B)(6) 2011, the result of the culture was staphylococcus epidermis. The location of where the culture was obtained was unk. Add'l clinical info has been requested.